Event description:
A caller reported an issue with the touchscreen responsiveness of a pump, specifically that the pump screen was frozen and would not respond to inputs when the customer attempted to initiate boluses. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting. The customer continued to use the pump for insulin delivery.